Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) parts were in pieces upon opening the box. A new device was used to complete the procedure. There was no significant delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) parts were in pieces upon opening the box. It seems the seal wasn't loaded into the tube. A new device was used to complete the procedure. There was no significant delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Corrected section: d4 UDI#; h6-device code changed to 2183. The lot # 3000381089 history record review was completed. There were ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.